Manufacturer narrative:
The device was returned for an investigation. Upon evaluation of the device, ventec observed that the device would not ventilate. The investigation determined that the motherboard printed circuit board (pcb) caused the device to fail to ventilate. Further root cause could not be determined.

Event description:
It was reported that the device failed to ventilate while a patient was under treatment. There was no patient harm reported.

Manufacturer narrative:
H6: the removed motherboard printed circuit board (pcb), also referred to as the control board, was further evaluated by ventec. Ventec determined that the root cause of the reported issue was an internal electrical short to ground, in the blower controller area (hall sensor 2 on blower motor 1 connection) of the pcb. The specific component that caused the electrical short, however, could not be determined.